Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process that the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not confirmed, as the unknown device was not available for evaluation. Corrected data: device not available for evaluation.

Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process, the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.